Manufacturer narrative:
Additional information: a4 (weight), a4 (weight units), a5 ethnicity, a5 (race), b3 (date of event four months post treatment), b4, b5 (treatment date and applicator), g3, g6, and h2.

Event description:
Allergan aesthetics received a report of a patient treated to the inner thighs with coolsculpting on (B)(6) 2022 using the cooladvantage coolfit and developed paradoxical hyperplasia (pah/ph) three to four months after treatment. Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by cef document.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provider reported to allergan aesthetics that a patient received a coolsculpting treatment to the inner thighs using the cooladvantage applicator and presented with paradoxical adipose hyperplasia eight months post treatment, diagnosed on (B)(6) 2023.